Manufacturer narrative:
Additional information: this MDR was submitted after a retrospective review of complaints associated with CAPA-183. The submission was late because the MDR reports were incorrectly categorized as "not reportable" due to a misapplication of reporting criteria. This application stemmed from training, lack of clarity in procedural guidance, and inconsistent use of decision-making tools to ensure accurate classification.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical malaysia for evaluation. The customer's report could not be confirmed. Testing showed the device functioned normally. Log review indicated errors related to low battery power rather than a device malfunction. After installing new batteries and the errors cleared, the device operated as expected. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.